Event description:
The biomed reported the device was alarming but the volume was too low to be heard. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The biomed reported the device was alarming but the volume was too low to be heard. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.